Event description:
It was reported that the advancer brake was defective. A 1.50mm rotalink plus and a rotawire were selected for use. During testing outside the patient, the brake on the advancer failed to hold the wire in place. The procedure was completed with a new rotalink plus and the same wire. There were no patient complications and the patient's status is fine. Device evaluated by MFR: returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received together. The wire and wire clip were not returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. A test .009 rotawire was inserted through the device and was clipped in place. The advancer was connected to the rotablator control console system to perform the brake test. There were no abnormal noises or leaks and the device did not run; so, it wasn't able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. The brake malfunction could not be tested due to the device not being able to run. There is no damage to the brake. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: (B)(6).

Manufacturer narrative:
Age at time of event: around (B)(6) years.

Event description:
It was reported that the advancer brake was defective. A 1.50mm rotalink plus and a rotawire were selected for use. During testing outside the patient, the brake on the advancer failed to hold the wire in place. The procedure was completed with a new rotalink plus and the same wire. There were no patient complications and the patient's status is fine.